Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that, approximately four years and ten months post index procedure the patient presented emergently with an endoleak. A CT and angiogram confirmed that the endurant stent graft limb had a distal type I endoleak. The physician elected to implant an endurant limb extension and the event was resolved. Per the physician, the cause of the event was due to calcium accumulation that positioned the limb away from the aortic wall. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.